Manufacturer narrative:
(B)(4). Evaluation: results and conclusions: over inflation of the balloon in a peripheral artery.

Event description:
An attempt was made to use a sprinter over the wire (otw) balloon dilatation catheter in a peripheral vessel; however it was reported that the balloon ruptured on 4th inflation at 18 atms in the arteria dorsalis pedis. Prior to this, a sprinter legend rapid exchange balloon dilatation catheter was used in the peripheral vasculature; however it was reported that this balloon also ruptured on 6th inflation (MFR #2953200-2011-00091). The patient was reported to be fine and no other clinical sequelae were reported.